Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient developed inflammation. There was no hyperemia 2 days following the procedure and visual acuity was 1.2. 2 days later the patient reported difficulty seeing. There is confirmation of staphylococcus epidermidis and inflammation of the fundus. In the physician's opinion, on postoperative day 2, there was no hyperemia and the va was 1.2, so the operation was completed without problems. With regard to inflammation after 4 days after surgery, the possibility of iol and instruments is low. In addition, there is no inflammation for other cases on the day. Additional information was provided that an antibiotic intravenous injection was performed prior to surgery.